Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, decreased impedance, and measured small p-waves. Reprogr amming was performed. The lead remains in use. No patient complications have been reported as a result of this event.